Event description:
The customer reported that the screen on their device was scratched and the display was dimming, making it difficult to read. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting assistance from technical support, and no further information or actions regarding the outcome were obtained.